Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic pt presented with a device that was post sensed t wave oversensing on the ventricular lead. There was an alert for non sustained lead noise, which was cleared and the pt notifier was turned off. The pt did not receive therapy. Reprogramming was discussed.